Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacture¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone breast augmentation revision with two 425cc mentor smooth round moderate profile saline breast prostheses, suffered left breast implant deflation, post-procedure. The left breast is completely flat and was diagnosed during an in-office visit. As a result, the patient underwent implant explantation surgery on (B)(6) 2021.

Manufacturer narrative:
On october 12, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that it was erroneously indicated in the initial report sent on september 30, 2021 that the date of explantation was on (B)(6) 2021. The correct date of explantation was on (B)(6) 2021. Manufacturer¿s reference number: (B)(4). Section b 5. Event description: date of explantation was on (B)(6), 2021.

Manufacturer narrative:
On november 18, 2021, mentor received additional information indicating that the patient's implants were replaced with the following: (left) 470cc mentor memorygel breast implant catalog: 3507470mc lot: 9591685 sn: (B)(6) and (right) 425cc mentor memorygel breast implant catalog: 3507425mc lot: 9587344 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 425cc breast implant had a crease/fold on the posterior view. In addition, a tear was found within the crease/fold, measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received (7521521). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).